Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was noise on the ventricular electrocardiogram (egm). The noise is not being sensed but the baseline is "very noisy". There was loss of telemetry noted on the magnet egm as well as smaller amplitude of noise. Both the lead and the device are still in use. No patient complications were reported as a result of this event.